Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of thrombosis and restenosis, are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.5 x 28 mm and the 3.0 x 18 mm xience stents indicated in the event description are being reported under the same manufacturer report number.

Event description:
It was reported in literature review that 6 months after everolimus-eluting stent (ees) implantation (3.5 x 28 mm, 3.5 x 28 mm, 3.0 x 18 mm) in the right coronary artery (rca), repeat radioisotope imaging (ri) suspected instent restenosis, and coronary angiography (cag) confirmed high grade focal stenosis in the mid rca. The lesion was treated with balloon dilatation guided by optical coherence tomography (oct) in-stent restenosis was treated using a non-abbott cutting balloon and a distal protection device. Immediately after balloon dilatation, the percentage of diameter stenosis improved from 72.1 % to 12.7 %. No additional information was provided.